Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he didn¿t feel stimulation when using the controller by itself. If the patient put the recharger on he could control stimulation and its strong stimulation. Troubleshooting had him use the controller and it showed stimulation was off. The patient turned it on and increased stimulation to 3.6v on program a but when he moved to program b he didn¿t feel stimulation. A new controller was sent. Further information from the patient stated he got the new controller. The implant was paired successfully and the patient saw that the battery was low and was going to charge now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was pressing buttons and does not know what they did because now they are not feeling stimulation. They now have pain in their lower back. The ins is confirmed to be turned on. The patient was on group b at 1.9v and increased it but never felt stimulation. The patient tried group c at 2.9 v and group a at 2.1v and did not feel stimulation. No further complications were reported or anticipated

Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. The patient reported that a new controller resolved the issue. No further complications were reported.